Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device experienced a broken and nonfunctional display screen, which prevented normal use and required replacement; the user reported hyperglycemia with a highest blood glucose of 377 mg/dl lasting about 1¿2 hours and corrected with a manual subcutaneous insulin dose, and the device did not alert for sustained high glucose. Symptoms included no reported clinical symptoms associated with the hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education, confirmation of replacement logistics, and requests for return of the damaged device for evaluation. Investigation of this case revealed a cracked screen consistent with physical damage to the display assembly, with no evidence of device-generated alerts during the event and no reported device alarms, aligning with a device component failure of the screen due to damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage to the device¿s display, and not a device malfunction.